Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right atrial (ra) lead and the right ventricular (rv) lead exhibited noise. It was also reported that the right ventricular (rv) lead had high thresholds. The leads were both reprogrammed off. No patient complications have been reported as a result of this event.